Event description:
Bad reaction to CPAP. Can't get replacement. (B)(6) and government insurance no help. (B)(6) getting charged yet I have no CPAP and no one will do anything. FDA safety report ID# (B)(4).